Event description:
It was reported that the device was not pacing and could not be interrogated. Premature battery depletion was suspected. The patient experienced syncope and arrhythmia due to loss of pacing. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was not pacing and could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.